Event description:
Voluntary distributor report the customer reported that the device, sb936, detachable pouch 3x6" 5ea/box was being used on (B)(6) 2023 during an unknown procedure when it was reported ¿during use of the device, a piece at the tip of the device broke and detached. Immediate removal of the device and the piece. No injuries for the patient.¿ there was no report of injury to the patient or user, as well as no report of medical intervention or any prolonged hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. We will continue to monitor for trends through the complaint system to assure patient safety.